Manufacturer narrative:
Additional codes for patient code:(B)(4) headache.

Event description:
On (B)(6) 2018, a reporter for the patient (patient¿s mum) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter would power off during use. This complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that the alleged meter issue began on (B)(6) 2018 between 6:00 and 6:30 pm. The patient manages her diabetes with 10 units of insulin (self-adjuster) after breakfast, lunch and dinner (the type and dose were not specified). The reporter confirmed that no changes were made to patient usual diabetes management regimen in response to the alleged issue. The patient developed symptoms of ¿light headed, bad headache, shaky and blurry vision¿, 3 to 4 days after the alleged issue began. The reporter stated that the patient did not receive any treatment or medical attention in response to the alleged symptoms. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed batteries did not need to be replaced and that the alleged power issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.